Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 355531, lot# n431763, implanted: (B)(6) 2014, product type screening device; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient fell down a few steps a week prior to this report and they believed they ¿pulled a lead.¿ when the patient was standing they could not feel stimulation, but when they sat down they could feel stimulation. The patient had informed their healthcare professional (hcp) and they had an appointment on the day of this report. A manufacturing representative had met with the patient on the day of this report to check the ins. The patient had lost stimulation following the fall. The impedances were checked and the ins was reprogrammed. After reprogramming the patient was doing well and they were receiving effective therapy.